Event description:
T was reported that the pump's usb port was damaged, and the pump battery intermittently could not be charged. There was no reported adverse impact to customer's blood glucose. No additional information was provided. Customer declined follow up from tandem technical support.